Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off. When they bite down their upper and lower teeth does not feel aligned especially their back teeth. Found the patient to have a posterior and anterior open bite present. This was not present at the beginning of treatment. Patient needs to rest period of w weeks for open bite before moving forward with additional treatment. May need to evaluate for possible rtd due to og bite being deep and overbite/over jet.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.